Manufacturer narrative:
The customer contacted siemens to report a falsely depressed creatinine (crea_2) test result was obtained from an atellica ch 930 instrument. A siemens customer service engineer (cse) was dispatched to the site to inspect the instrument. The cse reviewed the available information, including instrument log files, and found no instrument errors associated with the sample. The cse performed the full autocheck procedure with no failures observed. The cse verified the alignments of all arms, mixers and reagent servers. No alignment problems were found. The cse ran quality control material and a precision test with acceptable results. The cause of the falsely depressed creatinine test result is unknown. The instrument is performing within specifications. No further evaluation of this device is needed.

Event description:
A discordant, falsely depressed creatinine (crea_2) test result was obtained from an atellica ch 930 instrument. The initial result was reported to the physician(s) and questioned as it did not agree with a previous result for the same patient. The same sample was repeated on an alternate atellica ch 930 instrument giving a higher result that was reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed creatinine test result.